Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead had an infection with sepsis. Additional information received indicates that the field representative validated that the system was explanted due to infection and there was no performance issue. No additional adverse patient effects were reported. The rv lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Patient code 3191 captures the reportable event of surgery. This supplemental is being filed as the product was returned. However, no analysis was performed as reported allegations of infection were known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead had an infection with sepsis. Additional information received indicates that the field representative validated that the system was explanted due to infection and there was no performance issue. No additional adverse patient effects were reported. The rv lead was explanted.